Event description:
The consumer reported false positive results with the alere determine hiv 1/2 ag/ab combo 25t test performed,this report addresses lot 170854 and is two (2) of two (2) . Although requested, no additional patient information was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 170854 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 170854 , test base part number 10732998 / lot 166001. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 170854 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Ref MFR no: 1221359-2022-02313.